Event description:
It was reported that the field representative called to ask if an electrode was being replaced but keeping the same subcutaneous implantable cardioverter defibrillator (s-ICD) how to input the new electrode. Technical services (ts) discussed utilizing automatic setup. Additional information was requested from the field with no response. No additional adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.